Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that down button was unresponsive, and the keypad was torn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn across the down button. Evaluation revealed that the down arrow keypad button was over responsive. The keypad cover was removed and the down button key contact was found to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.